Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. On 6-feb-2016 atrial oversensing/noise observed in s2d electrocardiogram. Analysis of the device memory indicated a p-wave amplitude measurement issue. From 30-sep-2014 to 12-apr-2016 max p-wave between 0.375 and 1.875 mv.

Event description:
It was reported that the patient's right atrial (ra) lead showed noise and a fluctuation of p-wave amplitudes as well as crosstalk on the atrial channel following a biventricular pace. Pocket manipulation caused some erroneous signals on the electrocardiogram. It was suspected there may be a connection issue with the device. Additionally, the right ventricular (rv) lead had an episode of sensing integrity counter (sic). The device was reprogrammed and the leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the undersensing and noise noted on the right atrial (ra) lead continued. The lead was reprogrammed. The right ventricular (rv) lead also continued to exhibit t-wave oversensing (twos).

Event description:
Additional information received noted the crt-d was explanted and replaced with another crt-d. The defibrillation function of the replacement crt-d was left off and the device is serving as a cardiac resynchronization therapy pacemaker (crt-p). The leads functionality will be confirmed at the six-week device check. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated a p-wave amplitude measurement issue. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.